Manufacturer narrative:
G.4. K201075; k251654. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided; therefore, (B)(6) was used as the state.

Event description:
It was reported that insyte autog bc catheter is damaged and leaked. Catheter inserted into the patient and when rn went to flush the line fluids came out of the top of the IV catheter rather than through the actual catheter. There is a small hole in the top of the anchoring device restart IV.